Event description:
It was reported that within one week post implant, the patient presented with chest pain, cardiac perforation and pericardial friction rub. The lead was extracted and a new lead was implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and no anomalies were found. However, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and there was apparent explant damage.